Manufacturer narrative:
D3 - mfg establishment name and h6. Codes: updated. Device evaluation: unable to confirm complaint due to the device not being returned. Based on the review of the service history and information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation.

Manufacturer narrative:
E1: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump indicated the sedation had been delivered, but the customer stated it had failed. The event occurred in the hospital pediatric intensive care unit. No medical intervention was provided.